Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the wide-necked anterior communicating artery aneurysm procedure, the physician deployed the subject stent at the anterior cerebral artery and performed stent-assisted coiling using the dual catheter jailing technique. During the subject stent deployment, the physician noted that the proximal end markers of the stent did not open downward and were not opposed to the entire vessel. As a result of this, it was unable to cannulate the micro wire and microcatheter within the deployed subject stent to perform y stenting. No vaso CT (computed tomography) is available for viewing. The patients receive dual anti-platelet agents prior and post procedure. 120 mins of surgical delay was reported due to the reported event. No negative impact was reported due to the surgical delay. The physician was not able to proceed further to achieve optimum outcome for coiling. Patient is doing fine.

Event description:
It was reported that during the wide-necked anterior communicating artery aneurysm procedure, the physician deployed the subject stent at the anterior cerebral artery and performed stent-assisted coiling using the dual catheter jailing technique. During the subject stent deployment, the physician noted that the proximal end markers of the stent did not open downward and were not opposed to the entire vessel. As a result of this, it was unable to cannulate the micro wire and microcatheter within the deployed subject stent to perform y stenting. No vaso CT (computed tomography) is available for viewing. The patients receive dual anti-platelet agents prior and post procedure. 120 mins of surgical delay was reported due to the reported event. No negative impact was reported due to the surgical delay. The physician was not able to proceed further to achieve optimum outcome for coiling. Patient is doing fine.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicated that during stent deployment, it was seen that the proximal end markers of the stent did not open downward and oppose to the entire vessel. There was friction between stent and guidewire when advancing the guidewire inside the deployed stent. As the device was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, therefore an assignable cause of undeterminable will be assigned to this complaint.